Event description:
The facility representative reported a as50 infusion pump with a condition of 'not working correctly, component malfunction'. It is unknown when this condition occurred. The area where this event occurred is unknown. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available. A baxter service technician reported finding a constant 'check barrel' alarm during initial run. This event occurred during product evaluation which may have caused an interruption of delivery. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and evaluated by baxter. The reported condition was confirmed and duplicated. The assignable cause could not be determined at this time. This device is a baxter owned unit and will not be repaired at this time.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or additional information becomes available.